Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there was a hypotube kink at 180 mm distal from the end of the strain relief. No issues with mid shaft, inner or outer polymer extrusion. The stent is damaged almost across its length starting from the third most distal row towards the proximal end with struts distorted, stretched and lifted from the stent profile. The stent stretched about 2.5 mm over the proximal markerband. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-nov-2016. It was reported that crossing difficulties were encountered. The more than 90% stenosed, concentric target lesion was located in the tortuous and calcified left circumflex artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed using a non-bsc balloon catheter. A 2.25x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. Pre-dilation was performed again at high pressure with another non-bsc non-compliant balloon catheter and another of the same stent was deployed. Post-dilation was performed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.